Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that intermittent universal serial bus was connected and disconnected, which caused the system to incorrectly detect drawers as open when they were closed. The field service engineer took the system down to windows for hardware testing using the available tester application, replaced the cabinet controller boards due to reported biometric identifier concerns, and changed the usb port after observing connect/disconnect during configuration. Functionality was verified through remote testing by cubex support and user inventory checks, confirmed that the drawers operated without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.